Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The closure device was implanted successfully. During the case, it was noted there was a trivial effusion. The following morning, the patient complained of chest pain. A moderate effusion was noticed after a computed tomography (CT) scan. The doctor also performed a transthoracic echocardiogram (tte).the doctor tapped the effusion and put in a drain. The patient remained stable and was kept in the hospital to monitor.